Event description:
About to push 60mls of normal saline through the ECMO circuit, but syringe continued to spin around the t-connector. The luer-lock tip was not securing to the t-connector. This is a huge safety risk because it could pull air if its not secure. After trying many other syringes with different connectors it seemed like all the 60ml and 30ml bp syringes are malfunctioning.